Event description:
It was reported that prior to the implant attempt, a white foreign material was visually observed on the helix. The lead was not implanted and another lead was used. The second lead also had a slight observation of the white foreign material on the helix. The material was wiped off. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix showed signs of crystallized steroid which is not an anomaly, the helix functions within specification. If information is provided in the future, a supplemental report will be issued.